Event description:
It was reported that the patient experienced a systemic bacteremia infection with erosion and purulent discharge and pus from the cardiac resynchronization therapy pacemaker (crt-p) incision site. It was suspected that the original source of the infection was multiple bedsores sustained from the patient's bedridden status in a nursing home. The crt-p system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.